Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient was hospitalized due to hyperglycemia for less than twenty-four hours on (B)(6) 2026. The blood glucose level was 490 mg/dl at the time of event and the patient got treated with insulin pens. No further information is available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions. Investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 21/apr/2026 against "lot number" "6008695" and similar. Malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The review confirmed that lot 6008695, and the identified failure mode are not associated with any nonconforming reports (ncr)s or, corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 21/apr/2026 against "lot number" criteria equal "6008695" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The count of complaints are 30. See attachment query exports results (B)(4). For similar complaints. Conclusion: after review, only complaint (B)(4) and (B)(4). Was determined relevant to the reported issue. The other twenty-eight records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6008695 was manufactured according to work instruction (wi) version 80 and manufactured in the m12, on 16/aug/2024 with a total of(B)(4). Sub-assembly: assembly lot 4h00565 was manufactured according to the wi version 27 and assembled in the quickset line, on 16-aug-2024, with a total of (B)(4). Lot 4h00566 was manufactured according to the wi version 27 and assembled in the quickset line, on 16-aug-2024, with a total of 29(B)(4). Sub-assembly: gluing tubing the sub-assembly, gluing of tubing of the lot 4h00468 was manufactured according to the wi version 42 and manufactured in the gluing line 04, and 08, on 14/aug/2024, with a total of (B)(4). The sub-assembly, gluing of tubing of the lot 4h00469 was manufactured according to the wi version 42 and manufactured in the gluing line 04, and 08, on 16/aug/2024, with a total of (B)(4). Units. The DHR review showed that during the outgoing process, an non-conformance (nc) 1966203 was identified due to an incorrect format for sterilization parameters, and extended sampling was identified, which was generated during outgoing test 6 due to a loose object. All required in process and final tests were completed and met the specified requirements for lot number 6008695; therefore, the DHR demonstrated that all relevant tests required during the related processes were fulfilled and met the established requirements. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated nc and outgoing test 6 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008695 and related malfunction codes. Two complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.